Manufacturer narrative:
Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 15806228, model/catalog description: precision ipg kit. Model number/catalog number: sc-2218-50: serial number: (B)(4), batch/lot number: 15838746/15838746, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.